Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block a2-a6: no information available. Blocks b6 & b7: no information available. Block c: not applicable for this device. Blocks d4 & h4: the lot number was not provided, thus the following information is unknown: unique ID, expiration date, serial number, and manufacture date. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the eagle eye catheter was not returned, thus no product evaluation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an eagle eye platinum (eep) catheter was used in an emergent coronary procedure. During use, a "catheter fault detected" error occurred. The catheter was unplugged/plugged but still did not work. The procedure was completed with a new eep catheter. No patient injury reported. This product problem is being reported because the catheter could not be used during an emergent case, resulting in a potential for harm due to the delay of the procedure.